Event description:
It was reported that in labor and delivery unit, nurse placed foley catheter in sedated patient. When went to fill foley balloon with 10ml sterile water the nurse heard a swish and pop after water instilled. The foley was removed from patient and the foley looked intact. When foley was out of patient no water noted in balloon unsure of where water went. There have been multiple issues on this unit at (B)(4). Per notification from (B)(4) via task child on 11jul2024, it was reported that latex foley catheter was not returned. An all silicone foley catheter attached to the drainage bag was returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿pinhole in balloon or cuff /wall thickness too thin". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in labor and delivery unit, nurse placed foley catheter in sedated patient. When went to fill foley balloon with 10ml sterile water the nurse heard a swish and pop after water instilled. The foley was removed from patient and the foley looked intact. When foley was out of patient no water noted in balloon unsure of where water went. There have been multiple issues on this unit at ucsd. Per notification from ucc via task child on 11jul2024, it was reported that latex foley catheter was not returned. An all-silicone foley catheter attached to the drainage bag was returned.

Event description:
It was reported that in labor and delivery unit, nurse placed foley catheter in sedated patient. When went to fill foley balloon with 10ml sterile water the nurse heard a swish and pop after water instilled. The foley was removed from patient and the foley looked intact. When foley was out of patient no water noted in balloon unsure of where water went. There have been multiple issues on this unit at ucsd. Per notification from ucc via task child on 11jul2024, it was reported that latex foley catheter was not returned. An all silicone foley catheter attached to the drainage bag was returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.